Event description:
The physician placed the bush illuminating catheter with no problem. The catheter was plugged into the acmi outlet of another MFR's light source. After the catheter placement, the catheter was then taped up by the abdomen and the pt was then placed in the lithotomy position. The physician believes that the catheter was then kinked and perforated and the light was escaping through the catheter below the plug in junction. This also supports the general surgeon's recollection of seeing the light illuminating through the perforation under the drape during the case. The pt suffered at least two burns that were immediately treated with ointment. At least two burns and blistering caused by catheter. The operating room staff treated burn with silvadene ointment.

Manufacturer narrative:
The results and conclusion eval are unk due to the product not being returned. The bush ureteral illuminating catheter will not be returned, however, the nurse at the facility has indicated photos of the device will be sent once the user facility's biomedical engineering department has completed its investigation. The customer indicated that the type of light source that was being used is a xenon model. The instructions for use for the bush ureteral illuminating catheter include the following statement, "high energy light sources such as xenon may cause overheating of the anodized aluminum plug. An appropriate adapter will ensure product safety and functionality." Should add'l info become available, cook will provide it to the FDA.